Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR (device history review) for the libre reader indicated by the serial number provided by the customer was reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was unable to test due to her adc freestyle libre reader not powering on with button press or test strip insertion. Customer was asymptomatic however self-presented to a hospital where she had contact with a healthcare professional. The customer was diagnosed with hyperglycemia and administered insulin (dose/type unknown) and saline solution for dehydration. There was no report of death or permanent impairment associated with this event.